Event description:
During the shift check, the autopulse platform (B)(6) displayed a 'system error, out of service, revert to manual CPR' error message". No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the failed processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in december 2014 and is almost 9 years old, well beyond its expected service life of 5 years. During visual inspection, the platform was examined and found a cracked top cover, and front and bottom enclosures, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, and front and bottom enclosures were replaced to address the physical damage. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The autopulse vision software was used to clear the system error on the autopulse platform. After clearing the system error, the autopulse platform passed the functional testing without any fault or error. The defective processor board (pca) was replaced to remedy the ua132 error, as the processor board may have had some intermittent technical problems that could not be directly identified during the functional testing. During further evaluation, unrelated to the reported complaint, the platform failed functional testing due to a defective power distribution board (pdb), likely attributed to the aging of the device. The power distribution board was replaced to address the issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6). .

Manufacturer narrative:
**UDI related data quality updates only**